Event description:
Pt in oncology for chemotherapy. Port accessed, no blood return, fluid challenge failed, pt reported burning. Dye study done and revealed catheter not in subclavian with possible catheter tip lodged in right atrium/ ventricle. Midline and IV inserted prior to angiogram. Broken catheter successfully removed. Pt hospitalized overnight for tele monitoring.